Manufacturer narrative:
(B)(4). Batch #: u5eu21. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and with two gst60b reloads. Reload (b) was received partially fired 1/4. Reload (c) was received partially 1/16. Furthermore, the anvil knife slot was noted to be damaged. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. No functional test was performed due to the condition. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It is possible that outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. The partially fired observed on the reload (b) is consistent with an incomplete or interrupted cycle. The condition of reload (c) is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during the surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.